Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, diagonal artery, a balance middleweight universal ii guide wire was advanced but could not cross the lesion. During the attempt to withdrawn the guide wire for purposes of reshaping the wire, strong resistance was felt between the guide wire and the introducer sheath. The guide wire was exchanged for a new balance middleweight universal ii guide wire and the same occurred. There was no reported damaged for either guide wire. A finecross guide wire was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide cath: erite tip jl4.0. The additional bmw universal ii guide wire referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.